Event description:
Physician was attempting to use the closurefast catheter during procedure to treat the great saphenous vein (gsv).tumescent infiltration was utilized. Local anesthesia and hand compression were used. The lumen was flushed prior to use. IFU was followed. The proper temperature was reached. It was reported that there was a catheter temperature thermocouple issue. The coil melted. The coil was exposed. Compression was being applied when issue noted. There were no error codes/warnings from the generator. No adjustments made to parameters generator. The vein did close. No vessel injury noted. The procedure was completed with a new catheter. No patient injury.

Manufacturer narrative:
Product analysis (B)(4): returned in: the clf device was returned within a sealed bag in a sealed outer box. (B)(4) was documented on outer box. (B)(4) and lot:211090314 was documented on returned product information sheet. Lot:211090314 label was identified on the returned device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis (B)(4): returned in: the clf device was returned within a sealed bag in a sealed outer box. (B)(4) was documented on outer box. (B)(4) and lot:211090314 was documented on returned product information sheet. Lot:211090314 label was identified on the returned device. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the closurefast catheter during procedure to treat the great saphenous vein (gsv).tumescent infiltration was utilized. Local anesthesia and hand compression were used. The lumen was flushed prior to use. IFU was followed. The proper temperature was reached. It was reported that there was a catheter temperature thermocouple issue. The coil melted. The coil was exposed. Compression was being applied when issue noted. There were no error codes/warnings from the generator. No adjustments made to parameters generator. The vein did close. No vessel injury noted. The procedure was completed with a new catheter. No patient injury.

Manufacturer narrative:
Product analysis: the closurefast (clf) device was returned within a sealed bag in a sealed outer box. Lot: 211090314 label was identified on the returned device. No ancillary devices from the procedure were received with the device. No issues identified in the catheter connector and no kinks were noted along the catheter shaft. Damage was noted along the heating coil/element, which was located at the proximal section of the coil/element. A bend was also noted at the damaged section of the heating coil/element, the returned device heating coil/element was not detached. Microscopic examination revealed that the outer fep layer was burnt in areas resulting in exposed coil. Bubbling of the fep layer was evident due to the device overheating. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods and acceptance criteria. All 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.